Event description:
It has been reported to philips that the system was not turning on. No harm has been reported to philips.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-01640. This complaint will be closed as duplicate.